Event description:
It was reported that the whole system was explanted due to infection. The patient was discharged. Related manufacturer reference number: 2017865-2022-46326, related manufacturer reference number: 2017865-2022-46327.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal and found no malfunctions. Full analysis was not needed. The cause of infection could not be traced to the device.